Event description:
The account alleged the left head coiled cable was cut exposing bare metal wires. The account stated there were no injuries.

Manufacturer narrative:
The account replaced the left head coiled cable but still cannot get air system to function. The account replaced the air compressor to resolve the issue.